Event description:
It was reported that for the past month, the stimulation was turning off. The device was reprogrammed over a week earlier; it worked for about a week and the stimulation again turned off. The diary usage said 100% though there were individual days when the ins turned off. The patient was instructed to keep a diary and not to use the patient programmer. The patient had urinary retention and it was hard to gauge voiding frequency; the patient had to bend over and press on bladder to void. The manufacturer representation was to follow-up with the patient in ten days. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).